Event description:
Critical care patient coded in MRI while on MRI compatible ventilator. Concern for possible human error due to design of MRI compatible ventilator. Based on what was reported, the ventilator was either not set to mandatory breaths (rt [respiratory therapist] is certain this was set), the mandatory breaths toggle button was hit while moving patient and inadvertently switched to off position; or the vent was not hooked to the oxygen source (which for this ventilator) is the power source as it is pneumatic. After the event, biomed checked vent and it was functioning properly. The mandatory breaths toggle should have a protective covering so it cannot be turned off during use. We have reached out to the company and a cover for this mandatory breaths switch does not exist. Manufacturer response for ventilator, continuous, facility use, pneuton (per site reporter). Manufacturer was contacted. Hospital requested a cover for face of machine or cover for the mandatory breaths switch, however there was none available. Company did not suggest that we modify machine in any way (i.e., tape medicine cup over switch) to protect this from inadvertently being turned off.